Event description:
It was reported the insulin pump alarmed during manual prime. Alarm was in the alarm history. Customer reported the drive support cap was loose and stuck out form the side to the insulin pump. Blood glucose was reported as normal and didn't require medical treatment. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.